Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from the (B)(6) county medical examiner with no information. Information identified in the paperwork indicated the patient died less than one year post implant of the ICD. A cause of death is not known.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID: 6945-65, implanted: (B)(6) 2002; product ID: 5076-52, implanted: (B)(6) 2002. (B)(4).